Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. Following the insertion of a non-bsc guide wire, a 4.0mmx60mmx135cm (4f) sterling balloon dilatation catheter was advanced to predilate the lesion. Upon the first inflation, the balloon ruptured at 14 atmospheres. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).